Event description:
4/12/98 pm: mother & grandmother found pt lying in blood & total parenteral nutrition while pt was sleeping & hooked up to total parenteral nutrition formula. 4/12/98 pm: pt again found in total parenteral nutrition & blood soaked sheets & pillow. Injection cap appeared to be cracked & rubber tip disloged & stuck in turn lock.